Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device made an incorrect AED shock advisory during a patient event. The customer advised that the monitor appeared to display fine ventricular fibrillation (vf) for the patient¿s ECG; however the AED shock advisory of the device resulted in ¿no shock advised¿. Thereafter, the paramedic changed the device to manual mode to continue patient care. The customer also advised that the device changed back to AED mode by itself, however they were able switch the device back to manual mode. The patient was reported to be (B)(6) years of age. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.